Manufacturer narrative:
(B)(4). G2: foreign - event occurred in germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the lid rubber in the aseptic battery housing is damaged. The issue was identified on an unknown date outside of a surgical procedure. A product deficiency was reported, but specific details of the malfunction were not provided. The device was planned to be removed from use and returned unrepaired. No environmental factors were reported. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, g1, g3, g6, h1, h2, h3, h6, h11. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined: damaged lid rubber. The lid locking test passed. The device was returned unrepaired. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.